Event description:
It was reported that the patient experienced a "loss of stimulation/therapeutic effect." It was further reported that the "therapy was no longer helping the patient." The patient was scheduled to have the implantable neurostimulator explanted on (B)(6) 2013 and replaced with an implantable pump. It was noted that the patient had successfully trialed a pump prior to report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID, 3487a-56 lot# v931748, implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3487a-56 lot# v984143, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient had a successful explant of the implantable neurostimulator (ins) and implant of a pain pump. The patient was reportedly doing fine postoperatively.

Event description:
Follow up information obtained from the healthcare professional (hcp) confirmed that the ins did not help the patient¿s pain symptoms and that the device system was explanted. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 3487a-56, lot# v931748, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID 3487a-56, lot# v984143, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).